Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the buttons on the insulin pump were not responding and the ring in the reservoir compartment was gone. Customer's blood glucose was 285 mg/dl, treated with manual injection. The device was damaged on the reservoir compartment. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. The insulin pump was received with a broken reservoir tube lip, missing the reservoir tube o-ring, cracked battery tube threads, a cracked reservoir tube window, a cracked case at the reservoir tube window and display window corners, and a missing end cap sticker.